Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2022. During examination of lead, it was noted that there was noise on the right ventricular (rv) lead which led to inhibition of cardiac pacing. The physician performed isometrics where slight noise was reproduced with backward arm movement. Programming changes were made to the rv lead. The patient was in stable condition.